Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm conditions occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device also failed steps during testing. The device's active exhalation control module needs replaced to address the issues. The estimate was rejected and the device scrapped per customer's request.